Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing thresholds and impedances. The pace impedances were out of range and greater than 2000 ohms. The rv lead was surgically abandoned and replaced. During the revision procedure, this lead was tested via a pacing system analyzer and the observations were confirmed. Fluoroscopy was also performed, but no damage was visible on the lead. No additional adverse patient effects were reported.